Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech for evaluation on 18-nov-2024. Visual inspection and electrical test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the pebax. An electrical test was performed and no electrical issues were found. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations stated in the carto 3 system manual: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. There was artifact noise on the distal electrode when the catheter was inserted in the body. There were no error codes. The catheter cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-dec-2024 observed a reddish material inside the pebax. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 20-dec-2024 and have assessed this returned condition as reportable.